Manufacturer narrative:
It was noted the device would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) noise, oversensing, increased pacing threshold measurements, pacing inhibition and loss of capture; both with asystole of greater than two seconds, and impedance measurements of less than 200 ohms. The patient experienced fatigue. The noise was not able to be reproduced with isometrics, but when the patient turned their head there was one beat of loss of capture noted. The device was reprogrammed to increase the device outputs. A lead revision was subsequently performed. The device was replaced during the revision, as the remaining longevity decreased after the device outputs had been increased. It was suspected that the patient's rv lead had an insulation issue. There were no allegations against the device at the time of explant. No additional adverse patient effects were reported.